Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center at (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. A field service engineer cleaned off corrosion on the latch contacts, and all connectors were tightened. To verify the repair, the doors were tested and found to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.